Manufacturer narrative:
The product was unavailable for return as it was discarded. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device cautions that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears¿. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that during surgery due to intracranial tumors on (B)(6) 2015, the catheter was found to be leaking. According to the report, the product was working properly prior to use. Reportedly, the doctor used a new one to complete the surgery and there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.